Event description:
When the kinectiv modular neck e was taken out of its packaging, the surgeon noticed a mark on the stem taper portion of the modular neck. He then turned the modular neck over and the same type of mark was on the other side as well. Since no replacement was available, he decided to implant it.

Manufacturer narrative:
Eval summary: during surgery and prior to implantation, the surgeon noticed marks on the taper portion of a kinectiv modular neck e. Despite the mark, the neck was implanted even though it was alleged the implant may have been damaged. The device has a conforming device history record. The device was not returned and pictures were provided. From the photos alone, it cannot be determined if the mark is a scratch or if it is a substance stuck to the part. The package insert provided with the neck implant provides the following warning "do not use any component if damage is found or caused during setup or insertion." However, the root cause of the mark cannot be determined with certainty at this time based on the provided info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.